Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test.the insulin pump functioned properly. The insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that emergency medical technicians (emt) were called as a result of customer's hypoglycemia. Customer's son found her unconscious and called the emergency paramedics. Customer was wearing the insulin pump at the time of the emergency call. Customer was stabilized with glucagon. Customer's blood glucose levels at the time of the incident was 25 mg/dl. Customer reverted to backup plan per health care professional's recommendation. Customer was not able to complete troubleshooting at the time of the call. Therefore, the root cause of the customer's blood glucose issue could not be determined. Product is being returned and replaced.

Manufacturer narrative:
The pump passed the delivery volume accuracy test.